Event description:
During laparotomy; bladder entered; repaired by urologist. Event occurred when introducing surgical trocar. Surgeon stated-red, safety shield, reset buttons failed to return to original position. Pt discharged on hosp day 2.